Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead,50cm.

Event description:
A report was received that the patient had increasing pain at the ipg site and was having pain at the lead insertion site. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to initial MDR.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient had a fall, and a fluoroscopy was taken which confirmed lead migration. The physician assessed that the pain at the battery site was possibly due to the lead migration. The patient was also experiencing pain at the lead site. The patient was administered lidocaine ointment for the affected areas, and the patient will undergo a revision procedure wherein he will most likely replace the leads. The physician does not suspect device malfunction.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a portion of a lead was cut which was left in the patient's body and added a new lead. Device malfunction was not suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient had a fall, and a fluoroscopy was taken which confirmed lead migration. The physician assessed that the pain at the battery site was possibly due to the lead migration. The patient was also experiencing pain at the lead site. The patient was administered lidocaine ointment for the affected areas, and the patient will undergo a revision procedure wherein he will most likely replace the leads. The physician does not suspect device malfunction.